Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pacing impedances measurements. Additionally, there was some oversensing in unipolar configuration and high pacing thresholds. Subsequently, the rv lead was surgically abandoned and this pacemaker was explanted as it was less than three months for elective replacement indicator (eri). No additional adverse patient effects reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level was completed to assess all automated therapy verification which confirms proper operation of the pacing, sensing functions of the device. Visual inspection found no anomalies. The allegations in this complaint have not been confirmed as the device met spec. The conclusion code was updated to no problem detected.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pacing impedances measurements. Additionally, there was some oversensing in unipolar configuration and high pacing thresholds. Subsequently, the rv lead was surgically abandoned and this pacemaker was explanted as it was less than three months for elective replacement indicator (eri). No additional adverse patient effects reported.